Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (non-recoverable system error). A check of the chiller tank showed that the tank was approximately empty. They requested a quote for the 2000 hour service and a loaner. Per sample evaluation results on 12apr2024, it was reported the arctic sun device while depressing the ac power switch towards the top of the switch position it was noted that the power would shut off and tank seals lifted from tanks. The circulation pump had broken thrust washer causing clicking in the motor movement. The chiller molded tube was found cut 1/2 inch short on the drain side.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.